Manufacturer narrative:
It was reported that the gastrostomy tube's balloon deflated after insertion. The gastrostomy tube was removed and a new gastrostomy tube was required to be inserted by the physician. No impact or adverse effect to the patient or the patient's stability was reported to the manufacturer. No additional medical intervention or follow-up care was reported to the manufacturer. Reportedly, the gastrostomy tube was discarded after removal. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the need for medical intervention to insert a new gastrostomy tube, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the gastrostomy tube's balloon deflated after insertion.